Manufacturer narrative:
Co have completed the investigation of the MDR incident and, after testing the device, has not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, improper meter cleaning/maintenance, use of exposed/improperly anomaly. At this point co's investigation of this matter is closed.

Event description:
At 6/p on 4/30, the pt, a brittle diabetic, tested her blood glucose on her one touch basic meter with results of 47 and 42 mg/dl. Based upon these results, she consumed candy. She reports that she began to feel very sick and very dizzy. She was transported to the ER by her husband where her blood glucose result on the ER meter (brand unknown) was 500 mg/dl. She was treated with saline water and "about 15u regular" insulin and released at 7:15/a on 5/1. The meter is not cleaned or maintained according to MFR's recommendations. No water is used to clean the meter optics, test strips are stored outside of the vial in the meter case and quality control tests designed to detect potentially inaccurate results are not performed. Calibration tests were preformed on the meter at the time of the call with results of 77 and 75 within a range of 64-85.